Event description:
During a laparoscopic cholecystectomy, the surgeon went to close in the abdomen, had not touched tissue yet, and the device would not close. The pistol grip was broken. The tissue pad would not engage. No patient consequence. Pulled like product and continued without incident.